Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis evaluation. A review of the video clip was conducted by an isi clinical device engineer (cde). Based on the video alone, it was difficult to assess any potential damage to the vse instrument on arm 3. At around 5 seconds, the jaws were partially opened and articulated to the left. Shortly after, the vse moves quickly to the upper right corner of the surgical view. This motion might be attributed to damage to the vse caused by the alleged interaction of the vse with another object, as mentioned by the customer. A review of the submitted image was performed by an isi failure analysis engineer (fae). The image showed the instrument shaft with 2 broken small pieces reattached. The root cause of the failure mode cannot be confirmed without the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the user noticed that the shaft of the vessel sealer extend (vse) instrument was damaged. A fragment fell into the patient and was retrieved during the same procedure. The user continued with the procedure using the same instrument. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragments were left behind under visual inspection. There was no additional procedure required to remove the fragments. It is unknown if any post-operative tests like an x-ray or ultrasound were performed to check for the remaining fragment. The patient did not return to the hospital due to experiencing any post-surgical complication related to retaining a foreign object. It is unknown if the instrument was inspected prior to use. The fragments fell inside of the patient during an instrument collision. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The instrument is not available for isi for evaluation. It is unknown how long the instrument was used during the procedure.